Event description:
It was reported via repair work order that the zoom function was intermittent due to a faulty data board and drive assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.